Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved successfully with the use of a guiding catheter. High jacket retraction force was encountered. Case was completed successfully.